Event description:
The pt was implanted with a ventricular assist device. According to the info received, the pt was stable and awake in the ICU; however, approx 10 days post-implant, the pt was returned to the operating room due to bleeding. Novoseven (coagulation factor vii) was administered to address the bleeding and it was reported that afterwards, the fill signal was no longer present. The following day, an echo revealed a large thrombus formation inside of the right atrium. A decision was made to exchange the pump due to the thrombus observed. During the pump exchange, the surgeon found the atrial cannula in a suboptimal position against the atrium wall and drainage was not possible, which, in his opinion, would explain the loss of fill signal and the thrombus observed. It is believed that when the pt was returned to the operating room the previous day, the cannula had moved possibly when the chest was closed. Unfortunately, the pt expired before the pump exchange was completed.

Manufacturer narrative:
The hosp reported that the pump was lost, and therefore, will not be returned to the MFR for eval. The exact cause of the reported event could not be determined. Novoseven (coagulation factor vii) causes the blood to clot and could have contributed to the development of the thrombus formation observed in the right atrium. A review of device history records showed no deviations from mfg or qa specs. There is no further info available. The MFR is closing its file on this event.